Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a retina procedure a system message was displayed and the intraocular pressure control was not available. The issue was resolved by replacing the product with another and the procedure was completed without consequences to the pt.